Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user reports involvement in clinical trial but unable to obtain name of medication, however no information was provided as to the type of clinical trial. End user reports seeing infectious disease physician on (B)(6) 2014 and was prescribed ketoconazole cream and fluconazole oral antifungal. End user was advised regarding appropriate skin care, which currently consists of dove soap and stomahesive paste. End user was advised to contact physician regarding antifungal powder instead of cream. Crusting technique was also reviewed with the end user. It was further suggested for the end user to try the moldable convex wafer and eakin seal in area of crease. Samples were sent to the end user.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported by end user white spot of fungus at 3 o'clock measuring approximately one eighth of an inch. End user further reports a red rash is present under the mass extending out approximately 1 inch or so. End user reports the rash is improved but the white spot has not.